Manufacturer narrative:
Update 17-jan-2024: root cause: the most probable root cause is a defective blower module. A design change is planned.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
Clear humming of the turbine during ventilation. Easy to reproduce in service mode. The higher the speed, the louder the noise.

Event description:
During ventilation, a high priority low oxygen alarm was triggered. The user also reported that the ventilator emitted a clear humming sound. It is suspected that the blower is defective - it was replaced. There was no serious deterioration in the health of the patient, user or other person. The device alarmed visually and acoustically. Medical intervention was not required. Investigation is ongoing.